Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure the closure device moved out of the laa. The closure device was removed from the patient and the procedure was aborted. It was further reported that the closure device did not meet release criteria and the procedure was aborted. The watchman flx closure device is designed to be fully recaptured if release criteria are not met, therefore this complaint is withdrawn as there was no reported patient harm and no device issue or malfunction.

Manufacturer narrative:
B3: date of event updated b5: describe event or problem updated d3-d6a: suspect medical device updated e1-e4: initial reporter updated g1: manufacturing site updated g2: report source updated h6: impact codes updated h6: device code updated.

Manufacturer narrative:
B3: date of event - aware date of 11dec2023 used as event date is unknown. D6a: implant date - (B)(6).

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure the closure device moved out of the laa. The closure device was removed from the patient and the procedure was aborted.